Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door intermittently failed. A field service engineer responded to a storage space failure, which was identified as a user-initiated error. The customer tested the door multiple times with zero failures. Upon inspection, medications were found pressed against the hinge side of the door, preventing full closure; these were repositioned to allow proper operation. The tower was also found powered off and was turned on using the top mounted power button. Due to the customer reporting intermittent issues, the latch was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer repeatedly failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.